Manufacturer narrative:
Returned device was received in damaged physical condition. During the evaluation of the device, the peep was found to be out of specifications at the max setting verifying the customer's complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical ventilator is giving excessive pressure and not ventilating. There were no reported adverse events.